Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise and far r waves. Patient fatigue resulted. Programming changes were recommended but not yet completed.